Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), difficulties were encountered while pushing the commander delivery system through the esheath and a femoral artery dissection occurred. A valve was not implanted. In the operative record, it is specified that there is no hemorrhage at the puncture sites. The patient died of an unrecovered pressure drop at the end of the procedure. There is no indication regarding the access vessel diameter, tortuosity and degree of calcification. Also no information regarding the sheath insertion angle. The device is not available for return. The valve get stuck in the non-expendable part of the esheath. The doctors did not keep the material, and do not wish to give more information on this case.

Manufacturer narrative:
As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessment. No photographs, videos, or imagery was provided. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint. The work orders above did not reveal any issues that could have contributed to the complaint event. Review of lot history for the related work order revealed no other complaints for the complaint code ¿sheath shaft ¿resistance with delivery system, bc¿. A review of the complaint history from october 2017 to september 2018 revealed other returned complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ for the 14f esheath. Of the complaints that were confirmed, no potential manufacturing non-conformances that would have contributed to the complaints were identified during the investigations. Available information suggested that patient factors (access vessel calcification/tortuosity or undersized access vessel mld)  and procedural factors may have contributed to the complaint events. Review of complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for the trend category ¿resistance between devices¿. The esheath instructions for use (IFU), the edwards commander delivery system IFU, device preparation manual, and procedural training manual were reviewed for device preparation and use. No IFU/training deficiencies were identified. During assembly, the esheath shaft components were 100% inspected. The device is visually inspect using 3x magnification. Reject for defects. It is visually inspect for flash and excess material using 10x magnification. The esheath final assemblies were 100% visually inspected by both manufacturing and quality. During product verification (pv) testing, each lot undergoes the following inspections/tests on a sampling plan. Pre-expansion, the device is visually inspected for seam separation, holes and tears, as well as shaft expander insertion force. For the related work order, the lot passed testing. The samples were inspected after the expansion test for damage (i.e. Tears), stretching, and to ensure that no fragments separated from the sheath tip. The inspections during the manufacturing process support that it is unlikely that a manufacturing nonconformance contributed to the reported event. Due to the device and relevant imagery not being returned for evaluation, the complaint ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed. Without the device being returned for evaluation, additional visual, dimensional, and/or functional testing could not be performed, and therefore a presence of manufacturing nonconformance could not be identified. A review of the DHR, lot history, complaint history and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the esheath was the source of the complaint. As noted in the training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿. Although no information was provided on patient anatomy or angle of insertion, these factors can restrict the ability of the esheaths to expand and may create a difficult pathway to advance the delivery system through the sheath. Also the training manual states, ¿insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion¿. Resistance was noted to be felt at the partially expandable portion of the sheath during delivery system insertion, which was likely a result of the higher insertion force through the partially expandable portion of the sheath. Procedural factors such as improper flushing/wetting of the devices, incorrect de-airing (residual fluid or over inflation of balloon increasing balloon profile), incomplete or misaligned valve crimping, and incomplete advancement of the loader may result in difficulty inserting the delivery system through the sheath. The aforementioned factors may create a difficult pathway to advance the delivery system through the sheath. Without the devices being returned for evaluation, visual/functional testing and dimensional analysis were unable to be completed. Therefore, a definitive root cause for the resistance observed during delivery system advancement is unable to be determined, but can likely be attributed to patient/procedural factors (access vessel characteristics). A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified during product evaluation, no corrective/preventative actions are required. Since no product non-conformance was identified and the complaint rate did not exceed the trend category control limit, a product risk assessment is not required. The complaint for ¿sheath shaft ¿resistance with delivery system, bc¿ was unable to be confirmed. No evidence of manufacturing non-conformities were found during the review of the DHR, lot history, and manufacturing mitigations. A definitive root cause was unable to be determined, but can likely be attributed to patient/procedural factors (access vessel characteristics). No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for this trend category. Therefore, no corrective or preventative action is required

Manufacturer narrative:
Reference CAPA-20-00141.